Event description:
It was reported that alerts for high, out of range hv lead impedance were received via merlin.net transmission. Impedance measurements were normal when checked in clinic. During a subsequent follow-up, the high impedance measurements were observed. Additional evaluation is planned. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.